Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that multiple bd syringe luer-lok¿ tips from two lot numbers were found to have particulate matter contamination, damage, excess lubricant, inclusions, and scale marking issues prior to use. Lot number 7121638 reported 5 occurrences of particulate matter contamination, 32 occurrences of damage, 32 occurrences of excess lubricant, 5 occurrences of inclusions, and 239 occurrences of scale marking issues. Lot number 7215975 reported 6 occurrences of particulate matter contamination, 8 occurrences of inclusions, and 52 occurrences of scale marking issues. The date/time and or patient information for these occurrences is unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that multiple bd syringe luer-lok¿ tips from two lot numbers were found to have particulate matter contamination, damage, excess lubricant, inclusions, and scale marking issues prior to use. Lot number 7121638 reported 5 occurrences of particulate matter contamination, 32 occurrences of damage, 32 occurrences of excess lubricant, 5 occurrences of inclusions, and 239 occurrences of scale marking issues. Lot number 7215975 reported 6 occurrences of particulate matter contamination, 8 occurrences of inclusions, and 52 occurrences of scale marking issues. The date/time and or patient information for these occurrences is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7121638. Medical device expiration date: 04/30/2022. Device manufacture date: 05/01/2017. Medical device lot #: 7215975. Medical device expiration date: 07/31/2022. Device manufacture date: 08/03/2017.

Event description:
It was reported that multiple bd syringe luer-lok¿ tips were found to have particulate matter contamination, damage, excess lubricant, inclusions, and scale marking issues prior to use.